Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken. Broken part missing unable to confirm whether customer received sensor damaged due to customer having returned them after being opened/used.

Event description:
The customer reported via phone call that they received a sensor error and a calibration error. Blood glucose level at the time of the incident was 286 mg/dl. The sensor was not replaced or returned for analysis.